Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient reported right side positive for alcl, itching, and exchange from textured to smooth due to concern with the product. Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient rep. Reported the plaintiff suffered from "severe inflammation of lymph nodes", "rashes", and "pain". Patient rep. Additionally reported the following events which were deemed not device related as: "open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth", "tingling skin, hair loss", "hospitalization", and "invasive surgeries". The device has been explanted with a total mastectomy performed. Treatment was reported as "chemotherapy" and "radiation".